Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had delivered inappropriate hv therapies due to interpretation of signal. The product will continue to be monitored. There were no patient consequences.